Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was admitted to the hospital due to high blood glucose. The customer¿s blood glucose was 733 mg/dl. The customer stated that her insulin pump was making some beeping noise and so she was not worn it since one day last week. The customer was almost passed out and her sugar go up. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.